Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the plunger could not be depressed fully. The "click" was not heard after the completion of step 3. The sutures of a new prostyle device was successfully pre-placed. The use of a 6f sheath was continued and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed emdr report, additional information was received. The plunger of the prostyle device was ultimately deployed and when retracted, a suture break was found. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam could not be confirmed. The material separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported material separation could not be determined. The subsequent treatment is related to the circumstances of the procedure. It may be possible that an interaction of the device with patient anatomy, created a failure to cycle jamming the needles inducing the mechanical jam. The material separation is a symptom of the failure mechanical jam due to the posterior needle tip remaining in the foot when the plunger was pulled. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.